Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 124, 139, 118 and 124 mg/dl. The customer¿s expected pm fasting blood glucose test result range is 80-139 mg/dl. The customer feels well and did not report any symptoms. Customer stated that at her regular check-up appointment with her health care provider on 12/14/2022 she had informed the doctor about her concern, and that her doctor had sent her a new meter. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). Customer stated she no longer had the test strips she had been using and was unable to provide lot information. Customer stated that the test strips had been opened one month prior to call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 124 mg/dl, date:12/19, time: 12:40pm fasting. Result 2: 139 mg/dl, date:12/19, time: 12:39pm fasting. Result 3: 118 mg/dl, date: 12/13, time: 1:09pm fasting. Result 4: 124 mg/dl, date:12/13, time: 1:08pm fasting. Result 5: 124 mg/dl, date:12/13 , time: 1:08pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer no longer had the test strips; customer had returned the incorrect test strips. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 27-dec-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.